Manufacturer narrative:
A ge service representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.

Event description:
It was reported that the system shut down on its own. No patient injury was reported.